Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed. The cause was air in patient line. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for the low drain volume alarms is in progress through renq-CAPA-(B)(4).

Event description:
During troubleshooting of low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that there were lots of air in the patient line. The technical service representative (tsr) explained to the hp to check the line for air bubbles after prime, but before connecting. The tsr then assisted the hp in ending therapy and advised to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with hp regarding the air in line, it was revealed that the issue was resolved by starting over using all new supplies. The hp did not know the cause of the alarm and that it was an isolated event. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.